Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (101456956) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00331 and 3008114965-2024-00332. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization targeting an anterior communicating artery (acom) aneurysm with normal vessel, straight with no bends, the physician placed and detached via a detachment handle (mdh1 / 101456956) several cerepak coils via an sl-10® microcatheter (stryker) with flush line. When the physician attempted to deploy two (2) 3mm x 6cm cerepak freeform xtrasoft coils (xcr120306) from the same lot (31092859) the coils failed to detach. The physician removed coils and continued to place six (6) more coils. There was no negative patient impact. On 21-mar-2024, additional information was received. Per the information, the aneurysm was an oblong 12mm x 9mm in size. The lot number of the detachment handle was 101456956. When the 3mm x 6cm cerepak freeform xtrasoft were removed, they were not stretched; the coil were both still attached to their respective delivery systems. The two coils were removed without issues. The subsequent six coils were placed via the same sl-10 microcatheter; the additional six coils were not cerepak coils, they were stryker coils. The procedure was successfully completed without any clinically significant delay in the procedure. The information also indicated that the detachment handle was discarded and is not available for return.